Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaint with the same failure mode for this serial number. ¿ case: 2238988 ¿ es - drawer failure closed but error show not closed. A review of the device history record for sn (B)(6) was performed from the date of go live, 22-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the nurse was not able to open the drawer to dispense medication. A field service engineer verified the station was on sono hardware areas open and close the drawers that the tech said were messing up all tested good. The field service engineer was unable to replicate the reported issue; no issue found. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurse was not able to open the drawer when tried to dispense medication. A customer had reported that a user was unable to dispense medication due to a malfunction. Ser tried to perform space storage recovery. Reboot the station and still the drawers are not opening. There were no adverse events or injuries reported based on this incident.